Manufacturer narrative:
The customer called in the v60 stopped blowing while on a patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer checked the event log and confirmed the error code for "blower stalled" had occurred in the event log. The customer and rse then performed a troubleshoot and discovered that the rotations per minute (rpm) did not change from 3000. The customer requested the part number for the blower and the rse provided the customer with the part number for the blower to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for "blower stalled" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in the v60 stopped blowing while on a patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer checked the event log and confirmed the error code for "blower stalled" had occurred in the event log. The customer and rse then performed a troubleshoot and discovered that the rotations per minute (rpm) did not change from 3000. The customer requested the part number for the blower and the rse provided the customer with the part number for the blower to order and replace. The investigation is ongoing.